Event description:
Pt alleges her right implant has a baker ii contracture and a mass. Operative report states the implant was removed intact but did demonstrate some bleed on the capsule. There was also, in the scar capsule, some calcification.